Event description:
Info rec¿d indicates the head end casters are not holding when in brake.

Manufacturer narrative:
Technician found both head end caster supports were broken along with the brake/steer link bushing. He replaced the caster supports and the bushing to repair the bed.